Event description:
Patient had endarterectomy and stenting done (B)(6) 2020. Percutaneous access using sonosite guidance into right common femoral artery occurred at beginning of the surgery. After the conclusion of the procedure, surgeon reversed the heparin, removed all catheters and sheaths through the right groin, and placed an 8-french angio-seal closure device, and had excellent hemostasis. In the afternoon of (B)(6) 2020, patient went into cardiogenic shock and CT showed a large pelvic hematoma and what looked like a bleed from the right femoral artery access site. She was taken emergently back to or, for repair of the right common femoral artery. Per the op note: "we identified the bleeding. It was on the anterior aspect of the common femoral artery just below the inguinal ligament, which really would not bend to access the right common femoral artery. We did find the angio-seal device and it was in the general vicinity of the hole in the artery, but it was a little bit off of the surface by several millimeters. We looked at the footplate. The footplate was bent in an unusual shape, implying that perhaps if they reviewed it, a manufacturing defect might be found." Angioseal failure documented.

Event description:
Patient had endarterectomy and stenting done. Percutaneous access using sonosite guidance into right common femoral artery occurred at beginning of the surgery. After the conclusion of the procedure, surgeon reversed the heparin, removed all catheters and sheaths through the right groin, and placed an 8-french angio-seal closure device, and had excellent hemostasis. A day after, the patient went into cardiogenic shock and CT showed a large pelvic hematoma and what looked like a bleed from the right femoral artery access site. The patient was taken emergently back to or, for repair of the right common femoral artery. Per the op note: "we identified the bleeding. It was on the anterior aspect of the common femoral artery just below the inguinal ligament, which really would not bend to access the right common femoral artery. We did find the angio-seal device and it was in the general vicinity of the hole in the artery, but it was a little bit off of the surface by several millimeters. We looked at the footplate. The footplate was bent in an unusual shape, implying that perhaps if they reviewed it, a manufacturing defect might be found." Angioseal failure documented.